Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7176385 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief due to lack of right side coverage. An x-ray was taken and it showed that the spinal cord stimulator (scs) leads were positioned left of midline. The patient subsequently underwent a procedure wherein the scs lead was repositioned more laterally to the right and remained implanted. The patient was doing well postoperatively.